Event description:
In 2006, the patient was treated for a suprarenal thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The physician intentionally covered the left subclavian artery to treat the aneurysm. He deployed the proximal device first to ensure he didn't cover the left carotid artery. The second device was deployed distally. There was adequate overlap between the two devices and the final angiogram did not show any evidence of a type iii endoleak. During a follow-up exam the same day, a very small type iii endoleak was detected. The following month, a re-intervention was performed. A gore tag thoracic endoprosthesis device was deployed as a bridge between the two previously implanted devices and resolved the type iii endoleak. The patient tolerated the procedure. Films are not being sent to gore.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork is being conducted. Additional device implanted in the primary procedure tg4020/lot #04189103.